Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 28-year-old female patient who had essure (batch no. 12433496, 20227508) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included seasonal allergy, constipation chronic, insomnia, nightmares, energy decreased and petechiae. Previously administered products included for an unreported indication: rectogel and laxatives. Concurrent conditions included tarlov's cyst, herpes nos, rectal bleeding, numbness in leg, headache, multiple sclerosis, endometriosis, cystitis interstitial, libido decreased, dysesthesia, back pain, urgency urination, breast pain, tinnitus, lightheadedness, neck pain, breast lump, palpitations, heart rate high, dysuria, bloating, breast tenderness, excess sweating, paraesthesia and paratubal cyst. Concomitant products included topiramate (topomax) and valaciclovir hydrochloride (valtrex). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), cyst ("cysts"), the first episode of dyspareunia ("painful intercourse"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy"), the second episode of dyspareunia ("dyspareunia (painful sexual intercourse)"), uterine pain ("uterus pain"), adnexa uteri pain ("ovaries pain"), vulvovaginal pain ("intravaginal pain") and abdominal pain lower ("painful cramping"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) -2016. At the time of the report, the pelvic pain, menorrhagia, bladder disorder, vaginal discharge, uterine pain, adnexa uteri pain and abdominal pain lower had resolved and the back pain, cyst, vaginal haemorrhage, female sexual dysfunction, urinary tract disorder, migraine, headache, dysmenorrhoea, allergy to metals, the last episode of dyspareunia and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain lower, adnexa uteri pain, allergy to metals, back pain, bladder disorder, cyst, dysmenorrhoea, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, uterine pain, vaginal discharge, vaginal haemorrhage, vulvovaginal pain, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion 29sep2016, xr abdomen: bowel gas: there is a moderate amount of stool diffusely through the colon. Osseous structures: there is a probable left bertolotti segment, sacralization of the l5. Transverse process. Soft tissues: there are subcm calcification in the pelvis, more likely phleboliths, less likely uroliths. There are postprocedural changes in the pelvis, likely an essure device. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical record were received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), bladder problems, urinary problems, mgraines, headaches, dysmenorrhea (cramping), nickel allergy, dyspareunia (painful sexual intercourse), vaginal discharge, uterus pain, ovaries pain, intravaginal pain and painful cramping. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 28-year-old female patient who had essure (batch no. 12433496, 20227508) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included seasonal allergy, constipation chronic, insomnia, nightmares, energy decreased and haemorrhage ileum. Previously administered products included for an unreported indication: rectogel and laxatives. Concurrent conditions included tarlov's cyst, herpes nos, rectal bleeding, numbness in leg, headache, multiple sclerosis, endometriosis, cystitis interstitial, libido decreased, dysesthesia, back pain, urgency urination, breast pain, tinnitus, lightheadedness, neck pain, breast lump, palpitations, heart rate high, dysuria, bloating, breast tenderness, excess sweating, paraesthesia and paratubal cyst. Concomitant products included topiramate (topomax) and valaciclovir hydrochloride (valtrex). On (B)(6) 2011, the patient had essure inserted. In february 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In march 2012, the patient experienced vaginal discharge ("vaginal discharge"). In may 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), cyst ("cysts"), the first episode of dyspareunia ("painful intercourse"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy"), the second episode of dyspareunia ("dyspareunia (painful sexual intercourse)"), uterine pain ("uterus pain"), adnexa uteri pain ("ovaries pain"), vulvovaginal pain ("intravaginal pain") and abdominal pain lower ("painful cramping"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, bladder disorder, vaginal discharge, uterine pain, adnexa uteri pain and abdominal pain lower had resolved and the back pain, cyst, vaginal haemorrhage, female sexual dysfunction, urinary tract disorder, migraine, headache, dysmenorrhoea, allergy to metals, the last episode of dyspareunia and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain lower, adnexa uteri pain, allergy to metals, back pain, bladder disorder, cyst, dysmenorrhoea, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, uterine pain, vaginal discharge, vaginal haemorrhage, vulvovaginal pain, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion 29sep2016, xr abdomen: bowel gas: there is a moderate amount of stool diffusely through the colon. Osseous structures: there is a probable left bertolotti segment, sacralization of the l5 transverse process. Soft tissues: there are subcm calcification in the pelvis, more likely phleboliths, less likely uroliths. There are postprocedural changes in the pelvis, likely an essure device. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, menorrhagia. Batch number: 12433496 expiration date:jan-2013 man date: mar-2010. Batch number: 20227508 expiration date: nov-2012 man date: nov-2009. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-aug-2018: quality-safety evaluation of ptc(product technical complaint) incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and ovarian rupture ("ruptured ovaries") in a 28-year-old female patient who had essure (batch no. 12433496, 20227508) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included seasonal allergy, constipation chronic, insomnia, nightmares, energy decreased and haemorrhage ileum. Previously administered products included for an unreported indication: rectogel and laxatives. Concurrent conditions included tarlov's cyst, herpes nos, rectal bleeding, numbness in leg, headache, multiple sclerosis, endometriosis, cystitis interstitial, libido decreased, dysesthesia, back pain, urgency urination, breast pain, tinnitus, lightheadedness, neck pain, breast lump, palpitations, heart rate high, dysuria, bloating, breast tenderness, excess sweating, paraesthesia and paratubal cyst. Concomitant products included valaciclovir hydrochloride (valtrex). On (B)(6)2011, the patient had essure inserted. In (B)(6)2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6)2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6)2012, the patient experienced migraine ("migraines"), headache ("headaches"), the first episode of dyspareunia ("dyspareunia (painful sexual intercourse)-painful sex") and vaginal discharge ("vaginal discharge"). In (B)(6)2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6)2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), pollakiuria ("bladder or urinary problems-I was urinating every hour"), urinary incontinence ("bladder or urinary problems-she would leak a little"), arthralgia ("hip pain") and musculoskeletal pain ("shoulders pain"). On an unknown date, the patient experienced ovarian rupture (seriousness criterion medically significant), cyst ("cysts"), the second episode of dyspareunia ("painful intercourse"), allergy to metals ("nickel allergy"), uterine pain ("uterus pain"), adnexa uteri pain ("ovaries pain"), vulvovaginal pain ("intravaginal pain"), abdominal pain lower ("painful cramping"), cystitis interstitial ("interstitial cystitis") and endometriosis ("endometriosis"). The patient was treated with topiramate (topomax) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, the last episode of dyspareunia, menorrhagia, pollakiuria, vaginal discharge, uterine pain, adnexa uteri pain and abdominal pain lower had resolved and the ovarian rupture, back pain, cyst, vaginal haemorrhage, female sexual dysfunction, urinary incontinence, migraine, headache, dysmenorrhoea, allergy to metals, vulvovaginal pain, arthralgia, musculoskeletal pain, cystitis interstitial and endometriosis outcome was unknown. The reporter considered abdominal pain lower, adnexa uteri pain, allergy to metals, arthralgia, back pain, cyst, cystitis interstitial, dysmenorrhoea, endometriosis, female sexual dysfunction, headache, menorrhagia, migraine, musculoskeletal pain, ovarian rupture, pelvic pain, pollakiuria, urinary incontinence, uterine pain, vaginal discharge, vaginal haemorrhage, vulvovaginal pain, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion (B)(6)2016, xr abdomen: bowel gas: there is a moderate amount of stool diffusely through the colon. Osseous structures: there is a probable left bertolotti segment, sacralization of the l5 transverse process. Soft tissues: there are subcm calcification in the pelvis, more likely phleboliths, less likely uroliths. There are postprocedural changes in the pelvis, likely an essure device. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, menorrhagia. Batch number: 12433496, expiration date:jan-2013, man date: mar-2010. Batch number: 20227508, expiration date: nov-2012, man date: nov-2009 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2018: pfs received. Following event : hip pain, shoulders pain, ruptured ovaries, endometriosis and interstitial cystitis were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), cyst ("cysts") and dyspareunia ("painful intercourse"). The patient was treated with surgery (on (B)(6) 2016 she had surgery to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain, cyst and dyspareunia outcome was unknown. The reporter considered back pain, cyst, dyspareunia and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.